Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor video cable was evaluated, reseated, and the system ws rebooted. The system was tested and found to be working as intended and returned to service.